Manufacturer narrative:
Summary of event: as reported, during a procedure involving atherectomy and percutaneous transluminal angioplasty of the right leg, a flexor raabe guiding sheath "detached" from the cannula upon attempted removal of the device. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Upon return and initial evaluation of the device, the hub was separated from the sheath shaft. Investigation evaluation: reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions, and quality control procedures were conducted during the investigation. A visual inspection of the complaint device was also conducted. The complainant returned one used flexor raabe guiding sheath for investigation. Physical examination of the returned device showed the sheath had pulled free from the hub. No material was left in the hub. A document-based investigation evaluation was also performed. No related non-conformances were found. A review of complaint history found no additional complaints for this lot number. Cook also reviewed the device instructions for use as it warns, "if resistance is encountered during advancement of flexor sheath, assess cause of resistance and consider dilation of any restriction identified or consider alternate treatment strategy. If flexor sheath is advanced through resistance, force to remove the sheath will be higher, increasing the risk of sheath material or hub separation upon withdrawal." Additionally, the instructions for use indicates, "reinsertion of dilator prior to removal of flexor sheath increases the strength of the sheath and lessens the risk of device separation. If resistance is anticipated or encountered during withdrawal of flexor sheath, consider carefully reinserting the dilator prior to continuing removal." A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The information provided upon review of the dmr, DHR, IFU, and investigation of the returned device suggests that there is evidence the device was manufactured to specification. There is no evidence of non-conforming devices in-house or in the field. Based on the results of the investigation, cook has concluded that component failure contributed to this incident. The failure was confirmed based on the examination of the returned device. Attempts to procure additional information were completed with the customer, with no response. It¿s not known how the device may have been used on the patient or the state of the patient¿s anatomy. Therefore, from the information provided, no manufacturing or design deficiencies can be confirmed at this time. The risk analysis for this failure mode was reviewed and no additional escalation was required. The appropriate personnel have been notified and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E3: occupation = customer service rep h3: device evaluated by mfg = other (81) - device evaluation has begun; however, a conclusion is not yet available. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during a procedure involving atherectomy and percutaneous transluminal angioplasty of the right leg, a flexor raabe guiding sheath "detached" from the cannula upon attempted removal of the device. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Upon return and initial evaluation of the device, the hub was separated from the sheath shaft.